Event description:
Information was received indicating that a smiths medical cadd duodopa pump was emptying the cassettes faster then they are supposed to. The site had issues with 16 cassettes. What has been happening is that after 6 hours the cassettes are empty or won't run anymore. There was no pump alarm. There was no reported adverse events.